Event description:
The medtronic minimed 780g pump and specifically the instinct sensor was not able to sync because of a huge outage. I don't have any carelink reports since april 8. I had to change my sensor because it expired and it will not work because of the outage. The pump is useless without syncing to current readings from the sensor. I have called support several times and no call back. This is completely unacceptable and could cause a huge health risk. People are dependent on the pump. They need to be held accountable. I will be up all night finger sticking to stay on rope of highs and lows.